Event description:
It was reported that a rehabilitation nurse observed a continuous glucose monitor reading high, confirmed by a fingerstick blood glucose of 507 mg/dl while the patient was connected to the ilet and receiving subcutaneous insulin via pump; the nurse and physician elected to administer manual subcutaneous insulin injections without disconnecting the pump, after which glucose returned to range, and a bent infusion set cannula was discussed as a potential cause. Symptoms included hyperglycemia. Outcomes included the need for medical advice and treatment intervention with manual insulin injections and a temporary impact on activities. Investigation included customer complaint review and follow-up with the user to assess infusion set function. Investigation of this case revealed no observed insulin leakage at the infusion site and that the user had not yet replaced the infusion set at the time of follow-up, with a bent cannula remaining a suspected but unconfirmed cause. It was concluded that the cause of hyperglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.